Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, loss of capture was noted on the left ventricular (lv) lead. X-ray imaging was conducted which revealed dislodgement of the lv lead. The lv lead was reprogrammed to deactivate the lead pacing to resolve the event. The patient was stable with no consequences.